Event description:
While the surgeon was performing a diagnostic arthroscopy of the left knee, the 4mm formula aggressive plus cutter tip broke off in the patient's left knee cavity. The surgeon spent over an hour trying to retrieve this piece of metal. X ray was brought in and the piece was visible via x-ray. The surgeon was unable to retrieve the piece. The tip was left in the patient's knee with instruction to return to the surgeon if this becomes bothersome to the patient. Diagnosis or reason for use: left knee meniscus tear. Event abated after use stopped or dose reduced: no.